Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, arrived on site to replace the lower door cap. Upon inspection, found the system intermittently indicating a door open condition. Diagnosed the issue and found one door switch was not making full contact. Adjusted the door switch and performed a complete system checkout. System was operating properly at this time. Informed customer and returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that while onsite to replace a lower door cap, observed that the door would intermittently open. The manufacturing representative adjusted the door switches, and the issue was resolved. No patient present.